Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Results: a sample was not returned for evaluation. Ten retained samples were visually inspected and confirmed the rubber sleeves completely as well as no defects in the rubber sleeves were detected for any of the samples checked. Silicone quantity on the luer adapter needles were within the specifications. Functional test was also performed under pressurized conditions with 10 retained samples. All performed correctly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 13l05t1. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that protective rubber sleeve of the 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 7 in. Tubing and luer adapter did not recover the tip of the needle after use. This caused a leakage of blood. No injury or medical intervention reported.